Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip UDI# (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. Daughter is calling for the customer. The customer is concerned with all of the results obtained. The expected fasting blood glucose test result range is 143 to 175 mg/dl the customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the dining room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 4/30/2019 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly): (B)(6). Daughter called about meter reading high on the father's blood meter. She did tell me at the end of the call that the father is on steroids. What they are also worried about is that he is now doing multiple tests and resticking his finger and they are all different. This morning he ran first test 328 mg/dl (fasting) then retest 375 mg/dl (fasting) then retest on another hand 300 mg/dl (fasting). I told him he must stay on the same hand when retesting the blood. Daughter stated this meter has been running high for some time. He is storing strips correctly. They do not know what his a1c even though he just had it done at the dr.'s office (on a routine schedules appointment).